Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy, gastric bypass, hernia repair, ovarian cystectomy, thyroid disorder, abdominal operation and colon operation. Concurrent conditions included small bowel obstruction, endometriosis, ovarian cyst, attention deficit/hyperactivity disorder, anxiety disorder, anemia, hypertension and hypothyroidism. Concomitant products included amfetamine aspartate; amfetamine sulfate; dexamfetamine saccharate; dexamfetamine sulfate (adderall) since 2009, estradiol since 2017 and levothyroxine since 2000. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("pain (abdominal)"), nausea ("nausea") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, nausea and vaginal haemorrhage outcome was unknown and the perineal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. Insertion details: r: 3 coils, l: 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, perineal pain, menorrhagia, dysmenorrhea. Most recent follow-up information incorporated above includes: on 19-sep-2019: pfs received: lot no. Was added. New events: abnormal bleeding (vaginal), perineal pain, were added. Concomitant drugs & conditions were added. Insertion date was updated. Confirmation test was updated. Lab test was added. Reporters were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pain (abdominal)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved and the menorrhagia and nausea outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea and pelvic pain to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: result: bilateral occlusion. Most recent follow-up information incorporated above includes: on 3-sep-2019: plaintiff fact sheet received. Event "injury" nos was replaced with the events: pain : dysmenorrhea (cramping),pelvic/abdominal, bleeding : menorrhagia (heavy menstrual bleeding), nausea. Event outcome was added to the events: dysmenorrhea (cramping),pelvic pain, abdominal pain. Lab data and reporter's information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain - pelvic') in an adult female patient who had essure (batch no. A63344) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included appendectomy, cholecystectomy, gastric bypass, hernia repair, ovarian cystectomy, thyroid disorder, abdominal operation and colon operation. Concurrent conditions included small bowel obstruction, endometriosis, ovarian cyst, attention deficit/hyperactivity disorder, anxiety disorder, anemia, hypertension and hypothyroidism. Concomitant products included amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since 2009, estradiol since 2017, and levothyroxine since 2000. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)\abnormal bleeding ( menorrhagia") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea (cramping)"), abdominal pain ("pain (abdominal)"), nausea ("nausea") and perineal pain ("perineal pain"). The patient was treated with surgery (hysterectomy (full),salpingectomy. (Bilateral). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, dysmenorrhoea and abdominal pain had resolved, the menorrhagia, nausea and vaginal haemorrhage outcome was unknown and the perineal pain was resolving. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, nausea, pelvic pain, perineal pain and vaginal haemorrhage to be related to essure. The reporter commented: plaintiff received treatment for pain, bleeding, other injuries/symptom. Insertion details- r-3 coils, l- 3 coils. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: result: bilateral occlusion. Pregnancy test urine - on (B)(6) 2013: negative. Concerning the injuries reported in this case, the following one/ones were described in patients medical record confirming: pelvic pain, perineal pain, menorrhagia, dysmenorrhea. Lot number:a63344. Manufacture date: 2012-10. Expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.